Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Please advise how the needle felt different: could you please confirm if the vendor is authorized by jnj? Could you please provide the attachments for the products traceability information from edc and rdc? How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? Please provide the lot number: could you please provide photos of the product and packaging? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-01985.

Event description:
It was reported that the box of suture seems different from past sutures of the same ref#. The needle seems different to the surgeon and the box says ¿prime needle¿ on it. There were no adverse patient consequences reported. Additional information has been requested.